Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated that the express mini was being used in home use environment. It was reported that the express mini drainage port was noted to leak air into the drains reservoir after a few weeks of the patient manually draining the fluid from the drain.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated that the express mini was being used in home use environment. It was reported that the express mini drainage port was noted to leak air into the drains reservoir after a few weeks of the patient manually draining the fluid from the drain.

Event description:
N/a

Manufacturer narrative:
Related MDR¿s: 3011175548-2022-00087 & 3011175548-2022-00090. Investigation: the complaint is in regards to a report that the luer port was observed to leak air following repeated emptying by home patient or caregiver. All three complaints were reported by the same hospital; the drains were being used for management of palliative care patients at home. The patients were using the drains for several weeks at a time, and draining 300-400ml per day. They were draining the fluid with a luer lock syringe. Due to the extended use, mold growth was observed inside at least one of the drains. There were no reported patient harms associated with these events. The device was not returned for evaluation and the lot number was not provided for the complaint. Therefore, no device evaluation could be performed, nor is deemed necessary, given usage of the device outside of its intended use environment and a failure mode specific to this off-label usage. Despite no evidence of any product malfunction, the event is considered confirmed, as the complaint involved reported use error/off-label use. The CAPA search identified a historical CAPA request from post-market surveillance in regards to the observed increase in outpatient use of express mini 500 drains. Additionally, there have been several CAPA requests initiated from complaint trend excursions related to outpatient use. CAPA 682612 for "mobile drainage products - outpatient use and continued use" identified that express mini 500 devices are being utilized in outpatient settings; however, home use is not the intended use environment. Aw011485 - IFU, drains, express mini 500, multilanguage (rev aa) does not state the device is for use in a clinical setting; it is implied in the IFU precaution section where it identifies the user. Additionally the cr evaluation suggests that there are instances of repeated fluid removal from the drain from the sampling port and continued reuse on the same patient, which does not align with the IFU as indicated in the precautions and sampling patient drainage sections. The root cause evaluation for the CAPA has determined that the usage of the express mini 500 devices is occurring because there is a clinical need for outpatient drainage systems. It was also determined that marketing materials were historically provided for express mini 500 suggesting that the device could be used in an outpatient setting and emptied, which does not align with the current design inputs. At the time of this complaint investigation, the CAPA is in the action planning phase. In terms of the reported malfunction, the express mini 500 drain is not designed or intended for fluid in the collection chamber to be emptied of fluid as a means to continue use of the device on a patient beyond 500 ml of fluid collection. The nac sample port is not designed or intended to be used as a means of draining fluid from the collection chamber of the device. Management of the device in the home setting being performed by non-clinical/non-medical personal individuals or by clinical care providers not familiar with management of a thoracic drain has the potential to increase the likelihood of malfunctions. Based on the evaluation, the root causes identified for the complaint investigation include design, labeling and user preference. A risk assessment was performed and found that the associated reported defect, the express mini 500 product remains operating within its approved risk profile. The risk management file adequately covers risk associated with outpatient and off-label usage. A further risk analysis of the outpatient use and continued use of the express mini 500 drains has been documented in (B)(4). H3 other text : device not available for return.